Event description:
It was reported that the atrial lead dislodged and the helix would not retract. The lead was removed and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of helix would not retract was confirmed. Helix was cleaned but manual retraction of helix still failed due to as received helix damage.